Event description:
It was reported that the patient had staphylococcus infection. The patient was prescribed with antibiotics and was doing well. No further information has been obtained despite good faith efforts.